Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the damage observed on the returned device appears to be consistent with the device being forced through resistance and/or angulation. The root cause is traced to the user. The event can be detected/prevented by following the instructions for use (IFU) which state on page 13: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Also, on page 12 of the device IFU, it states: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during a diagnostic endobronchial ultrasound bronchoscopy (ebus) procedure with the single use-aspiration needle, the needle pierced through the needle tube during the second aspiration and therefore a further puncture was no longer possible. The examination was completed with a new needle. There were no reports of patient harm.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device was returned with the main needle device, the syringe and stopcock, and the stylet wire in a separate container. The biopsy adapter valve was not returned. The device evaluation found that when advancing the handle so the needle can advance, there was a lot of resistance, and the needle wasn't able to fully protrude. The distal end of the sheath was bent approximately 0.375 inches from the distal tip of the sheath. Furthermore, when extending the needle, the needle punctures through the sheath at the location of the bend. In addition, the needle sheath had multiple minor kinks throughout the full length. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.